Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: is the device available for return? Yes, if so, where should the shipper kit be sent? (B)(6). On what tissue type was the device used? Colon. At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? No if so, which product? N/a. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Firing sequence began and then quickly stopped. If so, when? How was the device removed from the tissue? Resected with another powered 60 device. Once removed, was there any damage to the tissue? No. How was it repaired? Procedure was a robotic apr. How was the procedure completed? With another powered 60mm device. What is the current status of the patient? Unk. Is there any other additional information you would like to share about this device or procedure? Scrub tech claims to have engaged both the reverse button and manual override lever, but from it does not seem to be engaged by looking at it.

Event description:
It was reported that during a colorectal surgery the device was stuck on tissue. No further information was available.

Manufacturer narrative:
(B)(4). Premature sled movement. The device was received with the bailout door missing and with an ecr60b cartridge reload loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.